Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the intermittent telemetry was due to the cable being out of electrical specification. It was also noted that the label is missing the backing. Concomitant medical products: product ID: 2090, programmer. Product ID: 229047, analyzer. (B)(4)

Event description:
It was reported that the programmer's fan bearings were "bad", that it would lose telemetry and that there were "some issues in regard to the analyzer". No specifics were given as to the analyzer but follow-up determined that from time to time the atrial port gave impedance readings out of specification even when the lead position looked fine. When the ventricular channel through the analzyer was used the lead would then test fine. A replacement analyzer is being waited on and then the analyzer will be returned for service. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.